Manufacturer narrative:
Boston scientific received information from the local representative that this patient was seen four days later for an in-clinic device check. According to the local representative, the device check was normal and no issues were identified. The local representative commented that the duration of the observed undersensing was 1-10 seconds. No additional reprogramming or invasive intervention was required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, this device stored 6 episodes (2 treated episodes). The device was evaluated at pre-discharge showing good sensing in all vectors. The device was evaluated post-inappropriate shock (with manipulation) and showed good sensing. The local representative was planning to send the printouts to ts for review. Ts was informed that the first shock delivery occurred while the patient was lying down. The second shock delivery occurred while the patient was sitting in a chair. The episodes were reviewed, undersensing and oversensing was identified due to baseline shifts. An attempt was made to reproduce the clinical observations while in the clinic and none were reproduced. The local representative was planning to send the post-implant x-rays to ts for review. There was a discussion about the possibility of "air in the pocket." Ts recommended that the local representative access for any new episodes with a similar pattern of wandering baseline. The sense vector was reprogrammed to secondary. If additional inappropriate sensing occurs, ts recommended x-rays of the sense electrodes with increased magnification to identify air bubbles.